Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on the device namely grinding noises during rewind, occluded, keypad/button unresponsive/button error, no delivery/occlusion alarm, lost sensor alarm and no communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7020la, mmt-7911na, mmt-397a, mmt-332a, mmt-1880. Troubleshooting was not performed. No product return is required for mmt-7020la. No product return is required for mmt-7911na. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1880.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No unusual noise discovered during testing. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. P-cap locks properly into reservoir. Successfully downloaded history files and traces using thump. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No transmitter anomalies were noted. Pump was cut open to perform visual inspection and found¿no evidence of moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay and scratched case. In conclusion, customers allegations of insulin flow blocked, grinding noises, keypad/button unresponsive/button error and no communication between pump and transmitter were not confirmed. Sensor and transmitter connected and calibrated to the pump successfully. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.